Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had developed epileptic seizures. The pump was used to deliver baclofen. Patient outcome was not provided. If additional information is received a follow-up report will be sent.